Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with signs and symptoms of pump thrombosis. The pt was admitted as an inpatient. The pump was turned off due to low pi and "revving noises indicative of total pump occlusion". The pt is currently being supporting on inotrope and being evaluated for a heart transplant.

Manufacturer narrative:
The pt is being supported on inotropes and being evaluated for a heart transplant. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.